Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable estradiol result for one patient sample. The initial result was 4090 pmol/l and was reported outside the laboratory. The doctor responsible for the patient questioned the result. The sample was repeated and the result was 1999 pmol/l and on (B)(6) 2014, the result was 1953 pmol/l. The patient was not adversely affected. The reagent lot number was 175761. The expiration date was requested, but was not provided. The field service representative found the pinch valve tubing was overdue to be changed which may have been the cause of the issue. He changed the tubings, checked the probe alignments, checked the sr probe liquid level detection (lld) voltages, performed a mixing vessel adjustment, and performed a cellblank calibration. Performance testing, precision testing, calibration and qc were performed.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes include the worn pinch valve tubes found by the field service representative or an issue with the sample due to a too high centrifugation speed. Based on the provided calibration and qc data, a reagent issue was not suspected.